Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable on the wrist. The surgeon was not able to open the jaws. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.